Event description:
It was reported that the patient had trouble charging and keeping it charged. This had been going on for quite some time. A couple of years prior to the report the patient was in a car accident and she had been having trouble with it ever since. They did an MRI after the accident. It was taking longer and longer to charge after the accident and MRI. The patient was out of it and could not tell them she had an implantable neurostimulator (ins). The last three months she had been having more trouble with the ins. It would charge but would not fully charge, and it was not holding a charge. The patient would be seeing their health care professional the next month and discuss replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).